Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lead screw anomaly and cartridge holder damage. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the customer reported inpen screw movement issue and the insulin cartridges did not fit the inpen cartridge holder. The customer reported no issues with knob/dial or retracting the lead screw. No harm requiring medical intervention was reported. The customer will discontinue using the inpen. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: inpen was received with no physical damage to cartridge holder, however inpen was received with novolog cartridge holder versus a humalog. Making it difficult to lock in place. No physical damage to inpen front shell and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Unable to obtain first bond date, last bond date, and battery percentages due to not being downloaded to looker studio. Commercial app does state is humalog in use however, humalog cartridge is the correct fit making it easy to install and remove. A test humalog cartridge holder locked into cartridge holder cavity successfully. Inpen passed front cap investigation. No leadscrew anomalies noted during testing. In conclusion: inpen received without novolog cartridge holder making it difficult for patient to lock in place or release cartridge holder. Missing or incorrect cartridge holder can affect insulin delivery. Therefore, the customer complaint of cartridge holder stuck inside base cartridge cavity is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.